Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main half height drawer 4.2 got stuck when accessing the medications. A field service engineer (fse) found that main half height drawer 4.2 had bad rails. The fse replaced the rails on drawers 4.1 and 4.2. The drawers were then tested using the hardware test application (hta), confirming proper functionality and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es e3east, main half-height drawer 4.2 got stuck and did not open during medication access. The station froze and required a reboot. However, there were no delays or adverse events or injuries reported based on this event.